Event description:
A caller reported an error with their continuous glucose monitor (cgm), specifically error 42. There was no reported adverse impact to the customer's blood glucose level. Customer support provided comprehensive instructions for resetting the pump, and the caller planned to reset the pump at their convenience, with a follow-up if the issue continued.